Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to a flattened button dome switch. No button error alarm or display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer also experienced keypad anomaly. Customer states that up arrow kept going up and act button was not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provide